Event description:
It was reported that the ilet displayed ¿dosing stopped: apply cgm or enter bg¿ after the system disconnected and subsequently paired again, during which the mobile ilet app showed an incorrect continuous glucose monitor (cgm) type (libre 3+) instead of the user¿s dexcom g7; the user and agent corrected the cgm selection to dexcom g7 and restored proper display via phone restart and bluetooth cycling, after which the system reflected dexcom g7 on reports. Symptoms included hyperglycemia. Outcomes included a temporary interruption of automated insulin delivery and a user-entered fingerstick blood glucose (bg) of 202 mg/dl, with the user electing to allow the pump to bring bg back into range. Investigation included customer troubleshooting and cgm configuration verification. Investigation of this case revealed a pairing failure to the ilet and incorrect cgm selection in the app that was resolved with device settings correction and connectivity steps. It was concluded that the event involved no injury, insulin delivery resumed after reconfiguration, and no further action was required.